Manufacturer narrative:
Upon review of new information, no medical or surgical intervention was performed. This report does not meet serious injury reportability criteria and will be voided.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. At the post-op follow up, the patient had urticaria/hives. The surface was bumpy and the patient felt itchy on the wound where the adhesive was applied. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.